Manufacturer narrative:
The investigation for removal issues has been completed. Coordinator listed removal issues as the failure mode as reported but the investigator made the failure mode as investigated to be product damage (detached inflow/outflow - peripheral vessel) since the cannula detachment occurred. During explant of impella 5.5, the cannula detached from the motor housing while in the graft. There was no resistance during any of the removal process nor was excessive force reported. The cannula was successfully removed from the graft and there was no patient harm. Data logs are not relevant to the investigation. Returned product was investigated and there was little to no delo residue on the cannula ID or motor housing od. There was slight cannula stretching and kinks observed, however, it is likely that this occurred when trying to remove the cannula from the graft after detachment. This is further supported by the physician not feeling any resistance during removal. The root cause of the detached inflow was determined to be a bond failure at the joint between the cannula and outflow/motor housing.

Event description:
The complainant reported that a patient was on impella 5.5 support due to non-st elevated myocardial infarction. The physician was performing a bedside explant. Per the physician, the patient was pulling the pump out and did not meet any resistance while pulling. Once the motor had exited the graft, the nitinol cannula became disconnected and remained in the upper portion of the graft. The cannula was easily removed from the graft as one unit. There was no harm to the patient reported. Survival outcome at explant was noted as survived.

Manufacturer narrative:
A.5 is unknown. The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.